Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number: (B)(4). Event occurred in the united states it was reported by the patient had high blood glucose event when she visited the hospital on (B)(6) 2024. The patient's blood glucose level was 500 mg/dl upon admission, and they stayed in the hospital for four days. The symptoms were reported as feeling sick, unwell and headache. She experienced diabetic ketoacidosis because of ketones. During hospitalization, the patient received insulin drip (intravenous insulin infusion) as corrective treatment. No further information was available.